Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "implants have capsular contracture" baker grade unknown and "experiencing a lot of pain". The device remains implanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported left side "implants have capsular contracture" baker grade unknown and "experiencing a lot of pain". The device has been explanted. Healthcare professional (hcp) later reported grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, later reported, left side capsular contracture, baker grade iii. Total capsulectomy performed. Device has been explanted.